Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "clavicle plate removal surgery performed on (B)(6) 2022. Primary surgery date is (B)(6) 2021. The head of the locking screw inserted proximally was deformed by the screwdriver, making extraction difficult. Even with the use of hospital-owned zimmer rescue instruments, extraction was not possible, and the procedure was eventually finished leaving the plate and screws in the patient." A surgical delay of 60 minutes was also reported.